Event description:
Heparin IV checked at 8:30 am and rate decreased to 22 cc per hour. At this check, there was approx. 30-40 cc left in the bag. At 9:30 am the bag was empty and rate was set at 155 cc per hour. Pump indicated that 199 cc was left in the bag and that 1508 cc had infused. Pump would not function on the battery.